Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited a drop in impedance measurement, measuring from 707 ohms to 522 ohms and high capture thresholds. The boston scientific local representative contacted the cardiologist regarding these changes. The cardiologist will continue to monitor this patient. No programming changes were made to the device. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided on (B)(6) 2022, it was reported that during a routine device check, this right ventricular(rv) lead exhibited high capture thresholds. It was suspected that this lead had dislodged. The plan is to bring the patient back in for a lead revision. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited a drop in impedance measurement, measuring from 707 ohms to 522 ohms and high capture thresholds. The boston scientific local representative contacted the cardiologist regarding these changes. The cardiologist will continue to monitor this patient. No programming changes were made to the device. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided on 16aug2022, it was reported that during a routine device check, this right ventricular(rv) lead exhibited high capture thresholds. It was suspected that this lead had dislodged. The plan is to bring the patient back in for a lead revision. The patient has good av conduction and at this time no revision procedure has been scheduled. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.